Manufacturer narrative:
At this time, vyaire medical has not received the unit. Once the unit has been returned and evaluated, a follow up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the unit shut down. The customer also reported that while on the test bench, the unit ran for 30 minutes, then alarmed "disc sense" and then the turbine shut down. The unit was not on a patient at the time of the event, this occurred during set up.

Manufacturer narrative:
Device evaluation: vyaire medical was not able to duplicate the customer¿s reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator passed 116 hours of extended test's at the customer¿s settings. The ventilator passed the troubleshooting final test which includes many alarm and ventilation functions. Event trace log: a review of the event trace log from (B)(6) 2016 to (B)(6) 2016 with a total number of 455 records contained no unusual alarm types or incident counts. All event trace entries were consistent with normal ventilator operation.